Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump a screen button alarm occurred. There was no reported impact to customer's blood glucose. The pump was a backup pump and was not being used for insulin therapy.